Event description:
A nurse reported a pt had received peribulbar anesthesia in preparation for surgery. The procedure had not yet started when a system message displayed and the system locked. The case was canceled. There was no harm to the pt.

Manufacturer narrative:
The company rep examined the system and confirmed the system message reported. The pressure/vacuum manifold was replaced. The system was then tested and met all product specs. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any add'l similar reports for this system. The root cause cannot be determined conclusively. (B)(4).